Event description:
On (B)(6) 2012, this patient underwent endovascular repair for an abdominal aortic aneurysm with a 68 mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. On (B)(6) 2012 a type I endoleak distal on both sides was observed and the patient was treated with two gore® excluder® endoprostheses extensions. The procedure went well without any effects for the patient and the type I endoleak was solved.

Manufacturer narrative:
This medwatch is a supplemental report. Gore received additional information about patient details.